Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported vibratory alert anomaly could not be conclusively determined. (B)(4).

Event description:
During follow-up it was noticed that the vibratory alert was no longer working. No intervention has been taken at this time. The patient will continue to be monitored.